Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.074" x 0.214" was found to be broken off and the broken piece was not returned.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large suturecut needle driver's instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.